Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 09/03/2018, that on (B)(6) 2018, a loss of connection occurred. It was determined that the loss of connection was related to the mobile application. Signal loss up to one hour is within specification; the reported allegation falls within expected performance so a data investigation will not be performed. Confirmation of the complaint was undetermined. A probable cause could not be determined. No additional event or patient information is available.